Event description:
Reporter indicated that device diagnostic testing at office visit on 07/25/02 resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The pt is reportedly not a reliable source to verify whether pt is still feeling stimulation due to their cognitive level. At office visit on 07/25/02, it was reported that the pt experienced an increase in seizure activity over the past two weeks. The frequency increased from 1 seizure every other week to 1-2 seizures per week for at least 2 weeks. The physician indicated that he suspected a lead break because the pt has had numerous falls that may have damaged the ncp system. Since the pt was leaving to go to long-term rehabilitation for behavioral problems, the neurologist arranged for ncp replacement surgery before pt left. Both the lead and generator were replaced per MFR's recommedations as the generator was clearly continuing to produce current across the broken leads, therefore exhausting itself. The operative report indicated that cervical and chest x-rays identified frayed, fractured leads. When the generator was removed, the surgeon noticed that the lead had coiled around itself near the generator site. Further follow-up revealed that the pt is reportedly doing well since ncp system replacement surgery. Attempts to facilitate return of explanted products for analysis have been unsuccessful to date.